Event description:
Reporter stated that patient received the following results on the active system compared to lab results within 5-10 minutes: 130 mg/dl (active meter) and 400 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).